Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer. The wbc count is unavailable at this time.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
.

Manufacturer narrative:
Investigation: the machine was checked out at the customer site by a terumo bct service technician. All calibrations were successfully verified by the technician. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event,therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Repeated attempts to get the run data file from the customer were unsuccessful. Root cause: the disposable set was unavailable for return and evaluation. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. The machine was successfully verified to be working at checkout.